Event description:
It was reported that the device would intermittently power off when only one battery was installed. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and found a loose nut inside between the battery pin connector and power pcb cable of battery well one causing the reported issue. Once the nut was tightened, proper device operation through functional and performance testing was confirmed and the device returned to the customer for use.